Event description:
Tlc 55 stapler failed to operate properly with the 5th reload. This caused gross spillage of colon contents into the abdomen. A new stapler was used. The abdomen was irrigated. No adverse outcome to the pt.